Event description:
It was reported that the pulse generator exhibited post sensed t-wave oversensing that resulted in a recorded episode of ventricular fibrillation diagnosis. The device was reprogrammed. The patient was asymptomatic to the event.